Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The bumper tip of the device appeared frayed. The product mandrel was also returned and the pigtail end was pushed distally through the distal end of the tip. This damage is consistent with the customer affixing the mandrel. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinking on the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The non-totally occluded 32x3.50mm, eccentric target lesion containing a lesion bend of between >45 and <90 degrees was located in the severely tortuous and non-calcified left circumflex artery. Pre-dilation was performed with a balloon catheter. A 3.50mmx20mm promus element¿ plus was advanced but failed to cross the lesion. It was also noted that the stent got damaged while pushing the device. The procedure was completed with a 3.5x15 non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The non-totally occluded 32x3.50mm, eccentric target lesion containing a lesion bend of between >45 and <90 degrees was located in the severely tortuous and non-calcified left circumflex artery. Pre-dilation was performed with a balloon catheter. A 3.50mmx20mm promus element¿ plus was advanced but failed to cross the lesion. It was also noted that the stent got damaged while pushing the device. The procedure was completed with a 3.5x15 non-bsc stent. No patient complications were reported and the patient's status was stable.